Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre reader. A blood glucose test was performed by the caregiver and a reading of 120 mg/dl was obtained on the built-in reader and customer was treated with a smaller dose of insulin than usual. After 20 minutes, customer experienced weakness and loss of consciousness and a reading of 29 mg/dl was obtained on the meter and was treated with glucagon by her mother. Ambulance was called and customer was taken to hospital and was treated with drips and ibuprofen. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre reader. A blood glucose test was performed by the caregiver and a reading of 120 mg/dl was obtained on the built-in reader and customer was treated with a smaller dose of insulin than usual. After 20 minutes, customer experienced weakness and loss of consciousness and a reading of 29 mg/dl was obtained on the meter and was treated with glucagon by her mother. Ambulance was called and customer was taken to hospital and was treated with drips and ibuprofen. There was no report of death or permanent injury associated with this event.